Event description:
It was reported that during use in the operating room, the black tip of the ptd separated and remained in the patient. The doctor was a vascular surgeon so he was able to make an incision in the patient's arteriovenous fistula and remove the tip. A replacement kit was then opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).